Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. Prior to the event, the customer was vomiting, and her blood glucose levels kept elevating. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.